Event description:
Customer reported that the hard paddles connector was physically damaged and the pin broke off inside the therapy connector. Therapy connector damage would not allow hard paddles or quik-combo cable connection and inhibit defibrillation therapy delivery. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control recommended customer order replacement defibrillator hard paddles. Physio evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and confirmed the root cause of the malfunction to be the external hard paddle assembly. The assembly pin broke off and jammed in the corresponding therapy connector pin socket.